Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised. As reported by rep: "head and stem taper junction worn causing head to fall off stem." Rep confirmed date of explant, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was was confirmed via medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected for review stating, " no clinical or pmh, no primary or revision operative reports, no dated serial x-rays, no examination of explanted components. The single x-ray appears to confirm the event description, but insufficient data is presented to create a medical report for this case." Device history review: could not be performed as the lot code was not provided. Complaint history review: could not be performed as the lot code was not provided. Conclusion: it was reported that the patient was revised due to disassociation. The available medical records were provided to the consulting clinician for a review which was rejected for review stating that no clinical or pmh, no primary or revision operative reports, no dated serial x-rays, no examination of explanted components. The single x-ray appears to confirm the event description, but insufficient data is presented to create a medical report for this case. Although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall pfa which was initiated for the lfit v40 cocr heads. Lot specific voluntary recall v40 - recall - 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Corrective action/preventive action: lot specific voluntary recall v40 - recall - 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA.

Event description:
It was reported that the patient's hip was revised. As reported by rep: "head and stem taper junction worn causing head to fall off stem." Rep confirmed date of explant, and that no further information will be released by the hospital or surgeon.